Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the battery cap was not returned with the pump. All testing was performed with a test battery cap. The pump powered on with the test battery cap to a dim discolored display. The battery compartment was observed to be cracked in the thread area and below the grip pad. Moisture contamination was observed inside the battery compartment. A leak test confirmed a leak at the battery compartment crack. The pump cover was removed and no evidence of additional moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).